Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra (tniu) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse visually inspected the instrument and found no issues. The cse performed a total service call. The cse removed and cleaned the luminometer. The cse verified quality controls and ran dilution check, all results within expected range. The cause of the discordant tniu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high troponin ultra (tniu) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer repeated the original sample on an alternate dimension exl instrument and on the original instrument, and it recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni result.